Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the onetouch verio iq meter was displaying an error 4 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint was returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found, the complaint was not confirmed. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an error 4 message. There is no indication that subject meter cause or contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting, and lfs product analysis has not submitted any testing conclusions for the subject meter.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) 2012 device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.